Manufacturer narrative:
No problem found during eval of the returned cycler or cartridge. Cycler data log file analysis indicates that the cycler was performing as intended and there is no evidence of any device malfunction. The data log file indicates that the cycler responded appropriately to changes in venous pressure triggering venous pressure decreasing yellow cautions followed by a venous pressure decreasing red alarm which stops the blood pump. The user guide includes appropriate warnings that the cycler may not be able to sense blood leaks from vascular needle dislodgement and includes appropriate measures to take to minimize the possibility of accidental disconnections. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Pt was found unresponsive during a routine hemodialysis treatment with venous fistula needle in his hand. The cycler was alarming and there was "a lot of blood on the floor." Ems was unable to resuscitate pt. No autopsy was performed.